Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's guardian's had noticed a decline in the auditory performance on (B)(6), 2010. An accident was not reported. Problems of external parts have been excluded. Testing carried out on (B)(6), 2010 shows that the impedance of the reference electrode is not measurable. Channels 1,2,4,5,7,8,9,10,11 and 12 are in status hi.